Event description:
The pt (B)(6) has two leads implanted in the occipital region (off-label). The left lead is said to provide effective stimulation relief; however, it was reported invalid impedance measurements were observed on several contacts of the right lead prohibiting its ability to be programmed. An appointment has been scheduled for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.